Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept from the 2l medical unit or 2l surgical unit with a report of software error. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical use. During review of the device history, and unspecified whitescreen error was noted. The customer contact indicated that the device was reset and then the device was returned to clinical service. No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the info known by the rptr upon query by hospira personnel.